Event description:
It was reported that this pacemaker system could not complete interrogation. Technical services (ts) was consulted and troubleshooting options were advised. No adverse patient effects were reported. This device remains in service.